Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was not getting symptom relief. The patient reported that at the time of the call it was on program 1 at 2.6 and they were still dripping and easily had accidents. They reported they scheduled themselves to go to the bathroom, it wasn't working. Patient reported this started happening not too long after it was put in, maybe (B)(6) or (B)(6) 2018. Patient reported they had raised stimulation to 2.6v and felt the stimulation intermittently based upon what body position they were in. Patient reported they had a fall and hit their head and had to get 4 stitches, but they weren't sure what month, it was a couple of months ago. Patient was able to sync with their programmer on the call and it showed stimulation was on. The patient changed to program 2 and reported they were feeling stimulation comfortably at 2.30v and was going to try that setting. Patient also reported they made an appointment with their managing physician. No further complications were reported or anticipated.